Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) inquired about programming options for a patient that has experienced phrenic nerve stimulation since implant. The right ventricular (rv) lead was repositioned multiple times during the implant procedure but the issue has persisted. The ahp stated that the implantable cardioverter defibrillator (ICD) system has been programmed to minimize pacing and is inquiring about other potential programming options. Follow up was conducted an no further reprogramming has been completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.